Event description:
The reason for the call was caller reported that they noticed the ins changed groups on their controller. Patient stated they felt a different kind of stimulation pattern and when they went to check their controller, it was showing that they were on group b, but according to the patient they were always on group a. Patient stated they tried to switch to group a but it would switch back to group b for them. Agent walked patient through switching groups and patient was able to successfully switch to group a. Patient stated it worked this time. Agent advised patient to monitor the issue and redirected the patient to their hcp if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were charging their implant when the groups changed so they cant really explain why it happened. They did not manually do it on their own. Patient stated that they called in and the person was helpful. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.